Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the rn programmed a continuous pca infusion of hydromorphone at 2mg/hr (1ml/hr) instead of the prescribed dose of 0.2mg/hr. As a result, the patient required a dose of naloxone. There was no report of lasting patient harm.